Manufacturer narrative:
The reported event was confirmed with an unknown cause. Received 1 silicone catheter for evaluation. Per the visual inspection, no defects were found. Per the functional evaluation, the balloon was inflated with 10 cc of air and immediately was deflated. The balloon was then inflated with 10 cc of a mix of tap water and blue methylene using a syringe, and immediately the water came out due to a balloon pin-hole. The balloon active length was measured 0.7265¿ on one side and 0.7475" on the other side (spec 1067b = 0.6 - 0.9 in.). The balloon active length was found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the second day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the second day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the second day of use.